Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the .014 viperwire fractured into numerous pieces. The wire fragments were successfully aspirated out of the patient's body. Three requests for additional information have been made of the physician regarding this event, but no information has yet been received.

Manufacturer narrative:
Device analysis: the oad was received with the original guide wire which was not engaged in the device. The remaining fractured fragments of the guide wire were not returned for analysis. The initial visual and tactile examination of the oad handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. Examination of the guide wire revealed that the spring tip coil and support ribbon were fractured. Further examination revealed that the proximal solder bond remained intact and undamaged. The spring tip fracture and solder bond material was sent for sem analysis. Examination of the remaining guide wire did not reveal any damage or abnormalities that would have contributed to the reported event. No other damage or abnormalities were noted with the device or its components that would have contributed to the reported event. At the conclusion of the failure analysis investigation the complaint of guide wire fracture was confirmed; however, the primary root cause of the fracture could not be determined. (B)(4).